Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Mixing pump installed in decontamination for unit to cool. Serviced mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had issues in filling in an arctic sun device and was due for the 2k preventive maintenance. Per sample evaluation results on (B)(6) 2023, it was reported that the mixing pump installed in decontamination for unit to cool. Performed 2000 preventive maintenance service on the unit. L shape formed and double bend tube found to be expanded.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- f, h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they had issues in filling in an arctic sun device and was due for the 2k preventive maintenance. As per sample evaluation results on 16oct2023, it was reported that the mixing pump installed in decontamination for unit to cool. Performed 2000 preventive mainatanenece service on the unit. L shape formed and double bend tube found to be expanded .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had issues in filling in an arctic sun device and was due for the 2k preventive maintenance. Per sample evaluation results on (B)(6) 2023, it was reported that the mixing pump installed in decontamination for unit to cool. Performed 2000 preventive maintenance service on the unit. L shape formed and double bend tube found to be expanded.